Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the device memory revealed that it reached end of life (eol) on (B)(6) 2012, with a battery voltage of 2.56 volts and a charge time of 45 seconds. Long charge times are a possible result when a capacitor reformation is completed and the device is cold. Previous capacitor reformations resulted in charge times of 15 seconds. The daily measurements showed an increase in impedance measurements on all three channels between (B)(6) 2012 and then out of range the following week. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis concluded that the long charge time which triggered eol most likely occurred post-mortem and while the patient had been in cold storage. The device met all specifications during testing, and the device's battery voltage was still at a level sufficient to provide critical therapy. Attempts to obtain the exact day when the patient died was unable to be obtained from the field. The date provided is when the boston scientific field representative was contacted to interrogate the device.

Manufacturer narrative:
The crt-d was explanted and will be returned for laboratory analysis. No additional information is available. Once the device is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The device was explanted and the physician contacted a boston scientific field representative to interrogate the device. A review of the memory found that the device had declared end of life (eol) after performing a capacitor reformation in (B)(6) with a charge time of 41 seconds and a battery voltage of 2.56 volts. There were no recorded episodes with therapy delivered since the last time the device was interrogated back in (B)(6). Boston scientific technical services (ts) was contacted and discussed performing both a complete save to disk and a memory download to be sent in for further analysis. The cause of death is currently unknown. Although the physician does not believe that the device caused the patient's death, he is unable to rule out any possible involvement.